Manufacturer narrative:
Investigation summary: one sample was received. It has no packaging flow wrap. It has the plunger rod-rubber stopper, saline solution and tip cap. The plunger rod is fully assembled to the rubber stopper. There is no gap in between. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 9112925 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the syringe is designed to flush the IV lines by pushing the plunger rod down. Not designed to draw blood. Rationale: CAPA not required at this time.

Event description:
It was reported that the stopper separated from the bd posiflush¿ syringe plunger during a catheter evaluation. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the stopper was separated from the plunger while the nurse did a catheter evaluation to draw blood from the patient in the emergency room."